Event description:
The light source is reported to have caused three small burns between two incision sites. The luxtec light source was used in conjunction with a metrx system radiance x illumination system, verte-stack capstone, and a fiber optic cable.